Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused medication to the patient. The expected medication delivery time was 46 hours; however, it was observed that it took 82 hours for the device to complete the medication delivery to the patient. The device was filled with fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.